Event description:
Customer reports that the nij blood tubing that goes in and around the blood pump roller keeps getting stuck because it's too soft. The drip chambers are too hard. Saline spike has an issue, when the staff put the spike, it went all the way through the saline bag. 2 staff now have carpel tunnel and have filed a lawsuit. Customer states they are going to report this to the FDA. Additional information was requested related to the staff with carpal tunnel, no additional details have been provided thus far.